Event description:
It was reported that surgery was performed because of cerebrospinal leak due to a hole in the middle of the patch. Surgeon covered the patch with another durapatch and integrity of product was reported to be good.